Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the patient's insertable cardiac monitor exhibited false pause episodes due to undersensing. The programming changes were made. No patient consequences reported.